Event description:
The pt reported that on (B) (6) 2010 at 2:00 am, her blood glucose measured 400 mg/dl and she bolused 3 units of insulin through the infusion device. Between 2:13 am and 6:49 am, her boluses totaled 9 units of insulin. She then changed the infusion site and at 6:51 am she bolused 4 units of insulin. She continued to bolus through the infusion device totalling 21 units of insulin until 1:28 am the following morning, (B) (6) 2010. At that time, she was taken to the hospital by her husband and her blood glucose measured 470 mg/dl. She believes the infusion device delivers too little insulin. Her normal blood glucose level is 120 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.